Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that the patient presented in clinic after a radiation therapy treatment for follow-up. Upon interrogation, the pulse generator exhibited a diagnostics anomaly. On (B)(6) 2014, the patient sent a remote transmission, which showed the correct longevity. The device remained implanted. No patient symptoms were reported.